Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment confirmed that the device stopped running and displayed an e8 error, therefore the reported condition of intermittent operation was confirmed. The reported condition of overheating was not confirmed because the device did not run anymore. The assignable root cause was determined to be normal wear and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a maintenance check it was discovered that the motor device was "running hot and intermittently". The event was not related to surgery. There was no patient involvement reported. There were no reports of user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.